Event description:
It was reported that a 3.5 x 12 mm nc trek balloon catheter was advanced to the lesion; however, when it was pressurized the balloon would not inflate. The catheter was removed and an attempt was made to pressurize the balloon outside the anatomy without success. It was noted there was a balloon rupture. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not able to be confirmed. The shaft was stretched proximal to the proximal seal for a length of .5 mm. Although the balloon rupture could not be confirmed, it is likely that the noted stretching and damage to the balloon resulted from resistance during sheath removal. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the protective sheath from the balloon. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.